Event description:
Additional info received from the reporter on (B)(4) 2014: hysterectomy with bilateral salpingectomy surgery complete on 06/26/2014. One main area of rash is completely gone. The hernia surgery was completed at same time. Worth noting that the hernia was very small. It could not have been the cause of excessive pain.

Event description:
I have ongoing eczema and/or pruritis as well as blurred vision and abdominal bloating for a few years. Most recently, I discovered that I have blood in my urine and an umbilical hernia. The hernia is most likely not related, but the other symptoms are consistent with others who have undergone the essure procedure. I have tried changes in my diet and environment to deal with the ever present skin issues; I am experiencing burning and itching on numerous areas now. I look several months pregnant despite all the exercise I do every day and I have abdominal pain pretty consistently as well. (B)(4).